Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 1.2 mini tray was failed to open and it required maintenance. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that triple wide drawer 1.2 failed to release. A field service engineer adjusted fascia plates, corrected a solenoid stuck in the drawer track, disassembled the drawer to manually release mini drawers, and replaced mini engines on drawers 1.2 and also in single wide drawer 1.11 after acceptance testing identified overextension and customer verified functionality. The system functioned as intended after the field service engineer repaired the device.